Manufacturer narrative:
Concomitant medical products: 00879000300, shell inserter adapter with rotational control, 61493525, 00875304801, shell with cluster holes porous 48 mm, 63344547. Complaint sample was evaluated and the reported event was confirmed. The hex bolt is fractured and has come out of the frame, the fractured screw was inside the shell and no notable damages were seen on the shell. The diameter and the hardness are confirmed to print specifications. The screw could not pass the go gauge test due to thread damage .the device shows wear & tear which has occurred during a potential field age of approximately 6 years and 11 months. It is unknown how many times the device had been used during that time. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the inserter fractured in the shell. The fractured piece was un able to be removed from the shell. Therefore, another shell was used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05990.

Event description:
It was reported that during the surgery, the shell was inside of the inserter and would not release from the thread. Therefore, another shell was used. No adverse events have been reported as a result of the malfunction.